Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number information was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.

Event description:
She just wants to thank us for the continuous improvements. She is still having issues with delamination of the fitted top from the sturdier bottom layer after about a week. She was able to repair the last one with super glue several times and got about 6 months out if it. She would love if we could make a stronger bond between the layers.